Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient¿s cgm displayed low and he self-treated with food and juice; however, the cgm continued to display low. The patient became ¿out of it¿ and his spouse called emergency medical services. Ems transported the patient to the hospital where a bg was performed which was 1300 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka) and a myocardial infarction (mi) which was associated with his bg of 1300 mg/dl. He was admitted to the intensive care unit (ICU), treated with IV insulin (novolog) and five other unspecified IV medications. After 5 days in the ICU, his bg returned to normal and he was transferred to a step-down unit. After a total of 7 days, the patient was discharged from the hospital. At the time of the report, the patient recovered, was home and reported that they get tired easily. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. Health effect - clinical code - myocardial infarction - 1969 - e061202. Health effect - clinical code - ischemic heart disease - e0612.